Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿primary total hip arthroplasty: a comparison of the lateral hardinge approach to an anterior mini-invasive approach¿ by nathan wayne, et al, published by orthopaedic reviews (2009), vol. 1, no. E27, pp. 79-84, was reviewed. The purpose of this article is to compare the outcomes of various surgical approaches used during tha surgery. The authors used competitor and depuy tha devises. Implanted depuy products: pinnacle cup, polyethylene liner, cocr 28-mm femoral head, and corail stem. The authors did not combine depuy components with competitor products. Results: the authors do not identify adverse events or patient harms with specific manufacturers. 4 superficial wound infections treated with antibiotics 3 deep infections treated with revision surgery 6 cases of nerve injury to the lateral cutaneous nerve- treatment and outcome was unspecified 3 dislocations- 1 treated with closed reduction and 2 treated with head and liner exchanges 4 stem loosening treated with revision 10 intraoperative femur fractures treated with cerclage or weight bearing restrictions 4 intraoperative acetabular fractures treated with cerclage or weight bearing restrictions 2 cases of acetabular loosening treated with cup revision 1 mispositioned stem- treatment unspecified 4 major non-surgical complications: 1 intestinal perforation, 1 hypertensive crisis, and 2 cases or urosepsis. The authors do not attribute these complications to the surgical procedure or implanted devices. Therefore, these events are not reportable in this complaint. Captured in this complaint: pinnacle cup: implant loosening. Polyethylene liner: implant dislocation. Cocr femoral head: implant dislocation. Corail stem: implant loosening. Patient harms: infection, joint dislocation, nerve injury, inadequate osseointegration, fracture.